Manufacturer narrative:
H10: a sample has been received by manufacturing and investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information was received by the manufacturer on 23-nov-2022 via email and attached in the complaint object. This product was not used on any patient when it failed.

Manufacturer narrative:
Other, other text: d5: operator of device: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: one pump device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the bottom tamper seal is broken, and the plunger seal is intact. The left plunger case screw post and ac cord clamp were broken, and the battery door is cracked. The l-bracket was received in damaged condition. Error codes could not be viewed in the event history log (ehl) due to a blank screen with constant alarm. After a power up process was performed, the customer reported complaint was confirmed as the device exhibited a blank screen with constant alarm at power up. The root cause would be attributed to an incomplete update process by the customer. To correct this issue, the software was uploaded from the base to the head of the pump. Software was updated to version v1.6.4, a power up process, preventive maintenance and all functional tests were performed which passed. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that during a returned order service, an alarm and a blank screen occurred. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.